Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately calcified left forearm arteriovenous fistula. A 6.0 x40, 40cm gladiator balloon catheter was used for dilatation. During the procedure, the balloon ruptured after at 20 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately calcified left forearm arteriovenous fistula. A 6.0 x40, 40 cm gladiator balloon catheter was used for dilatation. During the procedure, the balloon ruptured after at 20 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
H6: device codes: corrected from inflation slow to material rupture. E1: initial reporter facility name: (B)(6) hospital.